Event description:
It was reported that during the 1st refill of the pump, the reservoir was found full (40ml). It was attempted to aspirate liquor from the catheter access port, but nothing came out. On (B)(6) 2011, operating room physician tried to bolus, but the catheter seemed to be occluded. The patient was terminally ill and did not give consent to explant the system. Now the pump alarm was sounding. The drug used in the pump at the time of the event was not known. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).